Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia with readings as low as 50 mg/dl and required oral glucose before sleep to prevent further lows, with a history of passing out from similar events; troubleshooting and education were completed, and the cause remained unclear. Symptoms included low blood glucose and loss of consciousness. Outcomes included the need for immediate oral glucose treatment. Investigation included internal case review and consultation with clinical support. Investigation of this case revealed no definitive device-related malfunction and no identifiable root cause. It was concluded that the event was hypoglycemia with an undetermined cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.